Event description:
It was reported that patient experiencing pain; hardware was removed. The patient was originally treated for a schatzker 6 fracture of the proximal tibia ¿approximately 14 months ago¿ (exact date unknown). The patient was implanted with a medial tibia plate and one cancellous screw (206.0 series), one cortex screw (204.8 series) and two locking screws (212.1 series) on one side and a proximal tibia plate, two cortical screws (204.8 series) and six locking screws (212.1 series) on the other side. The reporter was unsure as to what the exact size screws that were explanted. On an unknown date, during an unknown routine follow up visit, the patient complained of pain and wanted the hardware explanted. It was reported that the surgeon then decided to explant the hardware ¿sometime next week¿ but the patient fell and broke her femur. The surgeon decided to removal all hardware at the same time as treating the patient for a newly broken femur. Once explanted, all hardware explanted was intact. The devices will not be returned. The procedure completed successfully with no harm to patient. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: approximately 14 months ago. A review of the device history records was performed and no complaint related issues were found.